Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An internal/external inspection was performed with no problems noted. The device passed both functional and electrical returned instrument testing evaluation (rite). The device's pneumatic system was tested, and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The event history log review was performed and identified a high drain volume 101 alarm. The alarm occurred on (B)(6) 2014 at 02:16:32. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain alarm during setup for peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The alarm occurred when the device was turned on a high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) explained the meaning of the alarm to the care giver (cg) and assisted them in clearing it by cycling the power on the hc device. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention causally related to this event. No additional information is available.